Event description:
It was reported that during a uterine fibroid embolization procedure, the hydrophilic coating of a guide wire detached. A 0.035" zipwire hydrophilic guide wire was advanced to the uterine fibroid. The zipwire was removed and then attempted to be advanced again, however it became stuck in the guide catheter and would not advance after multiple attempts. The zipwire was exchanged for a non-bsc guide wire. Following the procedure it was noted that the distal 3 centimeters of the hydrophilic coating were missing. Fluoroscopy was performed and the detached portion could not be visualized inside of the patient. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a uterine fibroid embolization procedure the hydrophilic coating of a guide wire detached. A 0.035" zipwire hydrophilic guide wire was advanced to the uterine fibroid. The zipwire was removed and then attempted to be advanced again, however it became stuck in the guide catheter and would not advance after multiple attempts. The zipwire was exchanged for a non-bsc guide wire. Following the procedure it was noted that the distal 3 centimeters of the hydrophilic coating were missing. Fluoroscopy was performed and the detached portion could not be visualized inside of the patient. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: after hydrating the specimen device with a gauze pad soaked with room temperature (22°) blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen has dried blood-like material imbedded in the hydrophilic coating scattered over the length of the device; scattered along the length of the specimen are random, irregular regions of rough coating that present witness impressions consistent with contact with a material surface, that appears consistent with a surgical drape or wipe, as the surface of the specimen began to dry. The specimen also presents a large radius bend 2.0 to 8.5cm from the distal tip. Except where noted, the specimen coating appears visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. After allowing it to dry out, when examined at 1x - 18 inches, unaided, except where noted, the visual and tactile surface appearance of the specimen appears acceptable per the inspection criteria. Microscopically the specimen coating appears to be present with clear evidence of wear and abrasion. The specimen device appears visually and dimensionally correct, except where noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).